Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the sapien 3 valve was deployed in a too ventricular position, resulted in central ai. After the valve was post dilated an annular rupture was confirmed. A pericardiocentesis was performed and a second sapien 3 valve was deployed. Despite intervention, the patient remained hemodynamically unstable and expired. The procedure was performed under conscious sedation. The esheath was inserted without any issues. The 26mm commander delivery system was advanced without any issues over the aortic arch and across the native aortic valve. The 26mm sapien 3 valve was prepped to nominal volume with 23 ml. The patient was asked to hold their breath, initiated rapid pacing with 1:1 capture, contrast was injected and the 26mm sapien 3 valve appeared to be too ventricular (aprox. 50/50) and the physician made an adjustment aortic. The final position was approximately 60:40 ventricular. Post tte was of poor quality and it was difficult to assess valve function. A post angiogram was obtained which revealed severe post ai. The physician also noted the 26mm sapien 3 valve was under deployed on the left coronary side. The patient was hemodynamically stable post deployment. The physicians elected to add 1cc to the atrion and post dilate with the 26mm commander delivery system. Post dilatation angio relieved severe ai and an aortic root rupture near the left coronary cusp. Within a few minutes, the patient's pressure dropped rapidly. CPR was ordered by the physician. The physician preformed a pericardiocentesis and protamine was given along with blood products. An additional 26mm sapien 3 valve was prepped to nominal volume and was placed more aortic. The second 26mm sapien 3 valve was inserted and delivered. The balloon ruptured during inflation. Final position was 90:10 aortic and slightly under deployed. The patient remained hemodynamically unstable. CPR continued. The physician pronounced the patient deceased after approximately 45 min of CPR. The patient's native aortic annulus measured 21.5mm x 24.1mm by CT and had an area of 474.8mm². The valve had mild annular calcification, leaflets had bulky calcification, and the root was severely calcified. The image intensifier angle and the coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU) valve malposition, central regurgitation and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the aortic adjustment made by physician during valve deployment and the patient¿s bulky native calcification caused the valve to be underdeployed and land too ventricular. The central ai was likely caused by the malposition. The annular rupture was likely caused by the patient¿s bulky native calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.